Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported dissection is a known adverse event listed in the trek instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that an attempt was being made to treat the 90% stenosed mid circumflex. Predilatation was performed with a kissing balloon technique using a trek balloon and a maverick balloon, twice; however, the xience prime could not cross the target lesion. A non-abbott stent delivery system was also unable to cross the target lesion. Additional predilatations were performed with the trek balloon and the non-abbott balloon during which a dissection occurred. The dissection and stenosis were able to be treated successfully with a non-abbott stents. No patient effects were reported due to the no cross of the xience prime device. No additional information was provided.